Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing and pacing inhibition that resulted in greater than two seconds of asystole. An invasive procedure was performed. Upon opening the pocket, a breach in the lead's insulation was observed. The device had a remaining longevity of 3-4 years and the physician elected to explant and replace the device. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The proximal only portion of the lead was returned severed 150 millimeters (mm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the inner and outer insulation and a guidewire test was not performed. Laboratory analysis did not confirm the reported observations.